Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The component code fiber and cap refer to the results code thermal problem. Fiber analysis: the metal cap exhibited severe burnt on detritus. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited signs of melting at the output window. The glass cap/fiber was loose within the metal cap, has pushed forward and rotated off center. The outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical /procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber card was not recognized" at 10 minutes and 21,008 joules of use. The procedure was completed using a second fiber. Pt outcome: "no pt injury".